Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alert occurred on an ilet system using an inset infusion set, after which the user removed the site, tested the tubing with visible drops, resumed delivery, and later resolved the occlusion only after changing all infusion supplies including connector, inset, and adaptor. Symptoms included elevated blood glucose that stabilized following the complete supply change. Outcomes included temporary interruption of insulin delivery and user-initiated pausing of the pump until supplies were available, with no hospitalization reported. Investigation included troubleshooting with tubing priming verification and education to replace infusion supplies. Investigation of this case revealed an infusion delivery obstruction consistent with an occlusion related to the infusion set or related connectors, with resolution after supply replacement indicating a supply-related flow restriction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or accessory-related occlusion.